Manufacturer narrative:
Unit was received with no button response (act) due to corroded keypad traces. Unable to verify unexpected restart alarm due to no button response. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.